Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00125: nail, 3025141-2020-00143: reamer.

Event description:
The patient had a central 1/3rd mid-shaft fracture. The patient presented with a tight canal and guiding the wire past the fracture site was challenging. A 240mm nail chosen. Even after reaming with the largest reamer, the nail had to be aggressively malleted down causing a fracture at the surgical neck and resulting in a 20 delay in surgery.